Event description:
It was reported that proximal filter moved out of position in an open state. A transcatheter aortic valve implant (tavi) procedure was being performed with the use of a sentinel cerebral protection system (cps). The right subclavian artery anatomy was tortuous. The sentinel cps was prepared and inserted over a non-boston scientific (bsc) guidewire. The sentinel cps was advanced, and the proximal filter was deployed in the brachiocephalic artery. While manipulating the articulation, the sentinel cps was pulled back and the proximal filter fell out of position. The proximal filter was recaptured. The sentinel cps was advanced closer to the arch however the physician encountered difficulty advancing the non-bsc guidewire. The physician switched the non-bsc guidewire for mailman guidewire, however continued to still encounter difficulty advancing the mailman guidewire. The sentinel cps was removed, and a new sentinel cps was used to complete the tavi procedure, however only the proximal filter was utilized as the physician was unable to wire the left common carotid artery due to the tortuous right subclavian. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the sentinel cerebral protection system (cps) was analyzed by a bsc quality technician. The sentinel cps was returned with the proximal filter sheathed, the articulating distal sheath relaxed, and the distal filter unsheathed. A functional test was performed, and the proximal filter could not be unsheathed using the proximal filter slider (#1) as resistance was encountered at the moment of deployment. A guidewire was attempted to be inserted through the sentinel cps; however, it could not pass completely due to resistance inside the sentinel cps. An x-ray was performed of the sentinel cps which identified the inner member had accordioned/buckled on the distal section. When inserting the guidewire into the sentinel cps, it must enter from the distal section to advance to the proximal section. The inner member is located in the distal section of the sentinel cps, therefore, if damage is found on the inner member, the guidewire is unable to pass. This type of damage could be attributed to procedural factors such as handling/technique. The cause of the proximal filter deployment failure could not be determined. The inner member damage identified via x-ray was located on the distal side of the sentinel cps, and its function is directly related to the distal filter, not the proximal filter, and therefore not the cause of the proximal filter failure to deploy. Additionally, the reported event of proximal filter failure to maintain position/reposition was unable to be confirmed as clinical circumstances were unable to be replicated and the cause of the event could not be determined.

Event description:
It was reported that proximal filter moved out of position in an open state. A transcatheter aortic valve implant (tavi) procedure was being performed with the use of a sentinel cerebral protection system (cps). The right subclavian artery anatomy was tortuous. The sentinel cps was prepared and inserted over a non-boston scientific (bsc) guidewire. The sentinel cps was advanced, and the proximal filter was deployed in the brachiocephalic artery. While manipulating the articulation, the sentinel cps was pulled back and the proximal filter fell out of position. The proximal filter was recaptured. The sentinel cps was advanced closer to the arch however the physician encountered difficulty advancing the non-bsc guidewire. The physician switched the non-bsc guidewire for mailman guidewire, however continued to still encounter difficulty advancing the mailman guidewire. The sentinel cps was removed, and a new sentinel cps was used to complete the tavi procedure, however only the proximal filter was utilized as the physician was unable to wire the left common carotid artery due to the tortuous right subclavian. No patient complications were reported.